Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of post procedural complication. A post procedural complication of a bowel obstruction is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). The patient's caregiver reported that a few days after the tubing replacement, the patient was hospitalized for an intestinal and bladder obstruction that resolved in the hospital. After a query attempt, no further information was available on the location of the intestinal obstruction, and no allegation against the tubing was provided however abbvie has conservatively chosen to report this event.